Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted to map and fixate the right ventricular leadless pacemaker (vlp) however, needed to reposition due to inadequate fixation. The physician noted that the catheter had a jumpy motion when retracting the protective sleeve. The case was abandoned and the vlp was retrieved. The patient was in stable condition.